Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt had initiated the initial drain cycle prior to having the transfer set connected to the pt line of the homechoice set. After noting this the home pt connected to the setup. Baxter's tech service center assisted the home pt in ending therapy early. Therapy was completed by setting up with new supplies. Per the home pt, no pt injury or medical intervention was associated with this incident.